Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the reload stopped in the middle when the surgeon fired at the entry hole closing during a totally laparoscopic distal gastrectomy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.